Manufacturer narrative:
A ge healthcare (gehc) service representative performed a checkout of the equipment and confirmed the reported complaint. Gehc has recommended to the hospital to replace the flow sensors. Patient information could not be provided due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit alarmed 'reverse flow'. There was no reported patient injury.